Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Review of the device history records showed that a nonconformance report was generated because the major diameter was undersized. The nonconforming product was returned to the supplier. Relevance to the complaint condition cannot be determined. The supplier's certifications indicate the correct hardness values were obtained, and the product was manufactured to specification. The product evaluation revealed during visual inspection the device was damaged at approximately the first thread. The sleeve was most likely cross threaded during loading which could have caused the threads to strip and break. It appears that the sleeve came loose during screw insertion which contributed to the breakage. The complaint is therefore indeterminate.

Event description:
During a procedure for a posterior spinal fusion at l4-l5, the tip of the sleeve broke off while on the back table. Surgeon used another screwdriver for the procedure. This is 1 of 1 reports for this event, complaint (B)(4).

Manufacturer narrative:
The device is an instrument; therefore, it is not implanted nor explanted. Device was used for treatment, not diagnosis.

Event description:
Not previously reported.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.(B)(4).